Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had repeatedly failed. When the field service engineer (fse) arrived on-site, the latch was not functioning. Upon closer inspection, the spade connector was found to be disconnected. The fse recrimped the connector and cleaned the connections. The unit was fully tested in the hardware test application and functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, doors were failed repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.